Event description:
Procedure: exlap-hepatico jejunostomy gastro jejunostomy. According to the reporter: intraoperatively, the pt did very well and the procedure went according to plan. Day one post-op the pt was brought back to the operating room as a result of her hematocrit dropping. An ex lap was performed and evidence of clotting was apparent in the belly. The jj staple line was examined and showed signs of bleeding although not active. The anastomotic staple line was cleaned then over sewn and closed with suture. The same was done for the gj with the same results and same action taken for that staple line as well. The pt was then closed and returned to the ICU.

Manufacturer narrative:
(B)(4).